Event description:
It was reported that intermittent occlusion alarms occurred. There was no impact on the customer's blood glucose level, as the level did not exceed 500 mg/dl or read as ¿high¿ on the cgm. Reportedly, the customer failed to properly cycle the cartridge, and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use, and that insulin should be at room temperature before filling a cartridge. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.